Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back tests of 56, 156 and 289 mg/dl (undisclosed if fasting/non-fasting). Customer did not express any concerns with the low result and was not having any symptoms. Customer advised that tests from his foot directly from a varicose vein. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Due to the results obtained customer had returned the meter and the strips to his pharmacy and the pharmacist gave him a true metrix go meter as the replacement. Customer was not able to provide meter serial number or test strip lot information. During the call, a back to back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.